Manufacturer narrative:
510k: this report is for an unknown tfna construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on an unknown date, due to delayed union; the surgeon dynamized the nail about a month ago by removing the distal interlocking screw. The surgeon believed that the patient was starting to show signs of healing. This report is for an unknown tfna (trochanteric fixation nail advanced) construct. This is report 1 of 1 for (B)(4).